Event description:
It was reported that the vns programming tablet was not working. It was stated that the tablet was unable to interrogate multiple patient's generators. The issue was believed to be due to a faulty usb to db9 serial adapter cable. Additional information was received that the sales representative performed troubleshooting and identified that the usb to db9 serial adapter cable was indeed the cause for the issue. After replacing with a known good cable, functionality was restored. It was reported that the facility was storing the programming tablet in a way that put excessive strain on the cable. The faulty usb to db9 serial adapter cable was discarded and is unavailable for return. No additional relevant information has been received to date.